Manufacturer narrative:
Additional information was received that an infold was seen at the moment of valve release. No additional adverse patient effects were reported. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a pop-out/dislodge include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, user technique and several others, and a root cause could not be established from the limited information available. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. It was also reported that upon valve released, an infold was visible. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique. Infolding events are typically related to patient anatomical factors (calcification level and location, ellipticity, bicuspid valve, etc.), and/or procedural factors (sizing, bav, loading, etc.). In addition, the nitinol frame features a latticed strut design which allows the valve to be compressed and loaded into the delivery system. During either the loading or recapture process, the struts may cross over and catch on each other while being compressed, which in some cases potentially can cause infolding. Without angiograms of the valve being deployed or fluoroscopy images of the loaded valve and no device returned for evaluation, we cannot assess fully the cause of this repor t. In this case, valve dislodgement and the infold reported may play a role in the pvl reported. However, with the limited information and no images to review, we are unable to conclusively determine the cause for this report. In this case, a second, non-medtronic valve was implanted with an acceptable results. No additional adverse patient effects were reported. Updated h.6 - device code, eval method code, eval results code, eval conclusion code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after release of this transcatheter bioprosthetic valve, the valve dislodged towards the sinus of valsalva (sov). Severe paravalvular leak (pvl) was reported. A second, non-medtronic valve was implanted with an acceptable results. No additional adverse patient effects were reported.